Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 600 mg/dl. Troubleshooting was performed, and the high pressure test passed. The customer changed his infusion set twice on the day of the event. The customer stated that leading to the event he had lost a lot of weight. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.